Event description:
The patient reported he experienced two vgo's where the needle button released on its own. The patient stated that today 1 hour after he placed the vgo on the needle button released.